Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is probable customer inserted a wet scope camera head into the video connector causing the b30 error. However, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the video system center display a b30 error. The event occurred during procedure and the same device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, corrosion on the pins in the video connector was noted. The probable cause of the malfunction was due to inserting a wet scope. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.